Event description:
The customer complained after observing imprecise vitros tsh results for their vitros free thyroid control material on a vitros eciq immunodiagnostic system. Control level 3 results of 25.6, 12.9 and 12.1 miu/l vs expected 18.4 miu/l. As part of troubleshooting, within-run vitros tsh precision tests were performed by the customer using the vitros free thyroid control material and further breaches of the potential health and safety criteria were observed: control level 1 results of 0.076, 0.076, 0.079, 0.077, and 0.078 miu/l vs expected 0.058 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The customer provided no information to suggest patient samples were similarly affected; however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros tsh results were obtained for vitros free thyroid control material on a vitros eciq immunodiagnostic system. Root cause for the imprecise vitros tsh results above could not be determined, however the possibility that an unexpected vitros tsh reagent performances or unexpected analyzer performances had contributed to the results could not be ruled out.